Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and was placed and driven on an in- house generator. The instrument passed the energy recognition tests. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. Additional finding not related to customer reported complaint: the instrument was found to have teflon pad damage. The teflon pad is torn at the middle of the pad. There was material missing as a result.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument was not recognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragments fell into the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.